Manufacturer narrative:
Covidien reference (B)(4). One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed, complaint trends will continue to be monitored.

Event description:
It was reported that immediately after the patient had been intubated, the doctor inflated the cuff but the air leaked. The patient was reintubated with another tube without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).